Event description:
During remote follow up, far field r-wave oversensing resulting in inappropriate automatic mode switch were observed on the device. The device was reprogrammed to resolve the event. The patient was stable.